Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f/7f sheath (model unk). A pre-procedural angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon "ruptured" after the deployment of the device. The device was removed from the patient and manual compression was applied for 15 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1312707) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.